Event description:
A literature citation was received by global pharmacovigilance (gpv) on (B)(6) 2011 regarding a study from (B)(6) of peritonitis and fatal sepsis in a patient subsequent to therapy with icodextrin for treatment of congestive heart failure (chf). On an unreported date this patient experienced peritonitis. On an unreported date the patient developed sepsis and expired. No information was reported as to treatment provided. According to the authors, a complication of pd was peritonitis from which the patient died due to sepsis during the episode.

Manufacturer narrative:
(B)(4). The product code of the device involved in this incident is unknown; therefore, a 510k number will not be provided. It is unknown if samples were available for evaluation. Should additional information become available a follow-up will be submitted. This is 1 of 2 reports associated with this article. Literature citation: sotirakopoulos ng, kalogiannidou im, tersi me, mavromatidis ks. Peritoneal dialysis for patients suffering from severe heart failure. Clinical nephrology. 2011; 76(2): 124-129.

Manufacturer narrative:
(B)(4). A batch review was not performed as the product code and lot number were unknown. The cause of the peritonitis was undetermined. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue is being investigated through CAPA.